Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) ECG leads without waveform.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, d9, h2, h3, h6 (type of investigations, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. After the on-site inspection, fse helped the hospital connect the ECG wires. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.